Event description:
It was reported that caller experienced issue in which drops of insulin did not appear at end of tubing during fill tubing step of load sequence, even after using room temperature insulin, a new cartridge, and following standard preparation steps. There was no adverse impact to the customer's blood glucose level. Customer was instructed to continue filling tubing until pump piston contacted cartridge reservoir, to disconnect tubing at t:lock and fill again, and was then guided through loading new cartridge from specified lot, after which drops of insulin were seen and load process was successfully completed and insulin delivery was resumed.